Manufacturer narrative:
Per the user guide: your t:slim x2 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is preset to 12 hours. You can set it anywhere between 5 and 24 hours, or off. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred and customer resumed insulin to clear the occlusion. Customer did not interact with the pump and an auto-off safety alarm occurred. Customer's blood glucose (bg) was 400 mg/dl and manual insulin injections were administered to address bg.